Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 09/07/2016 that on (B)(6) 2016, that the patient experienced a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient reported looking at her continuous glucose monitor (cgm) to see if she was low. The cgm was displaying an error reading symbol. Patient decided to put the cgm in her pocket and wait to see if she could get the blood glucose (bg) readings at a later time, but no bg values displayed. Patient reported perspiring and passing out. An ambulance was called. When the ambulance arrived, the patient's finger stick (fs) bg value was 37 mg/dl. Patient was given a glucose shot and a cardiogram. The paramedics checked patient's bg again and it was at 92 mg/dl. Patient did not go to hospital. Patient said they believe that the event occurred due to the error reading symbol displayed. At the time of contact patient was well. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.